Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via telephone call that the insulin pump alarmed for a motor error everyday for two or three weeks. The drive support cap appeared normal and the insulin pump had not been exposed to a strong magnetic field. He did not recall the blood glucose reading. He advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received are currents within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm and the motor passed motor test. No history anomaly noted. The insulin pump records motor alarm properly on the alarm history screen. However, no motor error alarm anomaly noted during our testing. The drive support disk was inspected and no anomaly was noted. No e70 alarm on alarm history screen. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.